Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the heartstring iii failed to load properly. The seal was not set properly in the tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).